Event description:
The customer reported a patient sample analyzed on the coulter hmx hematology analyzer with autoloader generated low results for hemoglobin (hgb), mean corpuscular hemoglobin (mch), mean corpuscular hemoglobin concentration (mchc), and a high result for red blood cells (rbc) when compared to repeat results. The results were not reported out of the laboratory and there was no report of patient injury or patient treatment in connection with this incident. The instrument generated imm grans / bands2 error messages to alert the operator to further review the results. Controls were not run prior to or after the incident. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The customer did not provide the patient's age, birthdate, sex, and weight. (B)(6). The fse replaced the blood sampling valve (bsv) actuator to resolve the reported issue.